Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The daily insulin total average was from 33.2 units to 74 units, the total basal insulin from 31.7 to 33.2 units, and the total bolus from 8.5 to 42.0 units. Two weeks of data were listed for the date of (B)(6) 2015.

Event description:
It was reported that the customer has passed away at home. The official cause of death is not yet known, but the caller stated that it is heart related. The customer was found dead, in bed, in the morning. The customer had quadruple bypass. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data is provided below: the insulin pump passed the delivery volume accuracy test.